Event description:
Lanx has become aware of a screw that has partially backed out of an implanted cervical plate, a follow-up x-ray taken thirty days post-op shows the screw is approx 2mm proud, another follow-up x-ray taken fifty-five days post-op shows little or no change. The pt is reported to be in good condition.

Manufacturer narrative:
At this time, lanx has not obtained sufficient info to determine the cause of the screw back-out, including info to conclude of a malfunction has occurred. Follow-up discussion with the surgeon is pending his availability. Discussions with the initial reporter indicates that the surgeon is very satisfied with the performance of the device. He has not suggested that a malfunction occurred.